Manufacturer narrative:
Motor error alarm during the basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor. Insulin pump passed the operating currents measurement, self test, unexpected restart error test, rewind and basic occlusion test, displacement test. Unable to perform the occlusion test and no delivery test due to motor error alarm. Motor passed motor test. Insulin pump had cracked case at display window corners, battery tube threads, belt clip slot, minor scratched and cracked display window.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was unknown. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.